Event description:
Account complained that 4.5mm cannulated screw threads peeled during insertion. Surgeon was able to successfully retrieve all pieces as revealed by x-ray and replace with another screw. Surgery was completed without adverse effect to patient.